Manufacturer narrative:
Evaluation summary: the reported event that the screw broke could not be confirmed, since the device was not returned for evaluation. In the IFU pp_v15013_j non-active implant is stated: "do not use components of the stryker osteosynthesis product systems in conjunction with components from any other manufacturer¿s system unless otherwise specified (see operative technique manual)." ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant¿¿ [original statement] in the present case a lisfranc anchorage plate was used in combination with a sps small frag screw. These medical devices are not provided to combinate, a off label use can lead to loosen/break/bent of the implant during bone healing. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A breakage due to the operative technique and an off label use cannot be excluded. If any further information is provided, the investigation report will be updated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However even if the root cause cannot be firmly determined, it has been identified that it is linked with the surgeon operative technique (user related).

Event description:
It was reported that the surgeon removed broken hardware from the patient. The plate was broken and some of the screws as well.

Event description:
It was reported that the surgeon removed broken hardware from the patient. The plate was broken and some of the screws as well.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.